Event description:
We have had 2 peripherally inserted central catheter (PICC) lines with the same lot number that were difficult to remove from neonatal intensive care unit patients. One actually fractured in the infant requiring them to go to (B)(6) to have it surgically removed. For this incident he was able to fully remove the catheter from the patient; however, it took 2 hours to safely remove. The lot number (250708) matches the lot number of the patient we had to transfer out due to a retained portion of a PICC line on 3/29. Both of these patients had a 1.4fr footprint catheter inserted with. Please let us know if there is any additional information we can provide. Thank you.